Event description:
A pt reported blood glucose results of 5.4 mmol with a lifescan meter and 3.8 mmol on a lab device, performed within 5 minutes of each other in 2003. The same pt reported blood glucose results of 10.5 mmol with a lifescan meter and 8.7 mmol on a lab device within 5 minutes of each other in 7/2003. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistcal methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.